Event description:
It was reported that there was a severe heat coming from the cable of the motor drive unit and the screen was showing a short circuit detected message. Incident occurred before an arthroscopy. There was no delay and a back-up device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). H3,h6:the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the returned device and the reported incident. A review of the customer provided images identified a short circuit message on a concomitant dii. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was confirmed and the root cause was associated with an electrical component failure. Factors that could have contributed to the reported event include incomplete potting on the hall board which may result in component failure, or corrosive damage on the hall board which may contribute to a short circuit.